Event description:
Found during routine testing. The customer reported that the device alarmed when tested with the therapy cable tester. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed a "connect cable" message and alarm when the device was connected to a patient simulator with the therapy cable. The therapy cable was replaced and then proper operation observed through functional and performance testing. The customer maintained possession of the therapy cable and the device was returned to the customer for use.